Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 600 mg/dl. Diagnosed diabetes ketoacidosis. Customer was vomiting in the middle of the night. Customer was released when the blood glucose reading was stable. Customer noticed corrosion in the reservoir compartment; a yellow in color. The corrosion does not smell like insulin. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.